Manufacturer narrative:
The subject device kd-v411m-0320 was returned for evaluation. The lot number was 1zk with supplementary information number of ¿10¿ (m-bc manufacture date: dec 10, 2021). Device evaluation, the following were noted: the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire and the coated portion was measured. The distal side of the coated portion was missing approximately 4.0~6.0mm. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. There are no abnormalities found in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. IFU (instruction for use) : the instruction manual contains the following information. (Drawing no.gk6224 revision no.8) since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. The exact cause of the problem could not be conclusively identified , however, based on the confirmation result and the investigation results in the past, a likely cause of the cutting wire breakage might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could occur by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. It can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. However, the exact cause of the reported event could not be identified. Olympus will continue to monitor complaints for this device.

Event description:
As reported, during the est (endoscopic sphincterotomy) procedure the knife wire of the device broke when energized. The broken wire did not fall out of the body. The device was replaced with similar device and the intended procedure was completed with no harm or injury to the patient. No user injury reported.